Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that via social media that the patients leads migrated. It was noted that the patient experienced an overstimulation. The patient underwent an explant procedure. The explanted device will not be returned. No further information has been obtained despite good faith efforts.